Event description:
Health professional initially reported that the adc meter did not power on. The product was returned and investigated. This MDR is being submitted due to returned product investigation results. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Further investigation is complete. Although the root cause of the capacitor issue could not be confirmed, further investigation showed no signs of external surge voltages, and no thermal stress observed in the battery compartment. The complaint is not confirmed and no new issues were observed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The initial visual inspection observed a burnt capacitor on the printed circuit board (pcb). The root cause of this observation has not yet been identified and further investigation is in process. A follow-up report will be submitted once additional information is obtained.